Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that during the procedure, the subject retriever experienced resistance and was stuck when advancing through the introducer sheath. The retriever was removed from the patient and the physician attempted to remove the device from the introducer sheath with force and the device fractured. The procedure was successfully completed with another device with no consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Because a definitive cause could not be determined following review and analysis of available information and because the product was not returned, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the subject retriever experienced resistance and was stuck when advancing through the introducer sheath. The retriever was removed from the patient and the physician attempted to remove the device from the introducer sheath with force and the device fractured. The procedure was successfully completed with another device with no consequences to the patient.